Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30514491l number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with pentaray nav high-density mapping eco catheter and foreign material was observed on the usable length of the catheter. It was described that the catheter had glue or plastic that was unraveling at the tip of the splines. The procedure continued successfully. The sheath they were using was the flex sheath for cryo. The physician did not feel anything different, he just noticed when he took out the pentaray nav high-density mapping eco catheter that it had an unraveled threadlike substance and asked to switch it out to be extra safe. The event was assessed as MDR reportable for foreign material on the usable length of the catheter.